Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer smelled insulin during bolus delivery. The customer did not identify any leakage at the cartridge, luer connection or at the infusion set site. Blood glucose (bg) was responding "normally" to the pump therapy. Blood glucose was 120 mg/dl. The customer continued to use the pump with the current supplies for insulin therapy.